Event description:
A (B)(6) old male pt contacted zoll customer support to report that his monitor was not working. The pt admitted that he dropped the monitor and the case came open which disconnected internal wires. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor does not work) has been confirmed. As received, the monitor case was separated and two white wire bundles were pulled from the end cap. The first white wire bundle controls communication between the monitor and the belt connection. A second white wire bundle allows for communication to occur between the monitor and the modem. The disconnected white wire bundles are a result of the separated monitor case. The root cause of the separated case is physical abuse when the pt dropped the monitor. No adverse event resulted from the damaged wires. The pt received a replacement monitor.